Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead recorded high, out of range shock impedance values. The crt-d and the rv lead remain in service at this time. Additional information has been received mentioning that in a retrospective review of device data, during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead recorded high, out of range shock impedance values. The crt-d and the rv lead remain in service at this time. No adverse patient effects were reported.